Manufacturer narrative:
(B)(4). Concomitant medical products - trilogy acetabular system longevity crosslinked polyethylene liner pn 00630504832 ln 63071796. (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the rim feature exhibits damage (witness marks) that indicate that the liner was not correctly aligned with the tabs of the shell, causing the lock ring of the shell to become deformed during the attempt to install. Damage is too severe for dimensional analysis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the acetabular liner would not seat in the acetabular cup. The acetabular cup was removed and replaced an another liner seated without a significant delay. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.